Event description:
In 2007, a patient/lay person informed a customer care associate that he had received the lifescan ultra test-strip vial alert letter. Although glad that he was informed, he stated "I am very distraught and very aggravated with the quality. I almost lost my life [because of your machine]." He wished to be compensated for eight vials of test-strips in his possession; however, he no longer planned to use his lifescan meter or any lifescan products. The following month, this senior medical affairs specialist spoke with the patient to confirm and obtain information. All results are in mg/dl, correct unit of measure. The patient observed no holes in the vials of strips he reportedly used at the time of an event in approx a month earlier. He stopped using the meter and strips "[a few days after the event]"; however, the most recent result in the meter's memory was 368 on nineteen days prior to original date; 2:17a.m. The eight results he read for five days in the same month ranged from 86 to 368 with most in the upper 300's. Later, his physician gave him a non-lifescan meter that he also blames for a more recent hypoglycemic event. On an unknown date, while feeling dizzy, sweaty, and shaky, he tested at "maybe 9 or 10 p.m." He does not recall what time he actually began to have symptoms. Although he admitted to feeling low and being aware of his symptoms, he took 10 units of humalog insulin based upon meter results of "400, 403, and 415." He then ate "a bowl of cereal and a sandwich." He believes his fiance' found him 15-20 minutes later. He recalls little of the day of the event including blood glucose results and how he was treated before being taken to or while in the emergency room, "I imagine they did what ever they usually do." He awoke in the ER. Quality controls tests with control "were ok with the strips" on an unrecalled date when he compared his meter to his physician's unknown brand; results were 103, and then 186 on doctor's meter. A "severe diabetic since 9 years of age", his blood glucose now "fluctuate all over the place." His physician is trying to "get my blood sugar under control." He tests "three to eight times a day depending on how [he feels]." He requested that I replace his ultra with a new lifescan model. An order for a meter system kit, strips, and control was made. Although the patient admitted to feeling low, he reportedly injected extra insulin based upon elevated blood glucose results was later treated for hypoglycemia by paramedics. For this reason, the complaint is considered an adverse event.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.